Manufacturer narrative:
Section b5: related MFR # 2916596-2020-03228, was included in section b5 of the initial report but does not actually exist. MFR # 2916596-2020-03228, was created in error as the event is covered under this report. Section e2, e3, h4, g3: correction. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop. The log file showed the system operating on the power module, when there was a total loss of power to the system controller. This resulted in the pump stopping for an undetermined period of time and the patient lost consciousness. The pump resumed operating at the set speed when the controller was connected to a charged battery by the patient¿s wife. The patient was reportedly asymptomatic following the event. The patient was instructed not to disconnect the power module power cord from the wall while the system was being supported by it. The customer was also advised to exchange the power module¿s backup battery. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas patient handbook and hmii lvas IFU include sections on alarms and troubleshooting, which contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also contains a section on handling emergencies, which includes pump stops. Both documents warn that if both system controller power leads are disconnected from power at the same time, the pump will stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2020-03228. It was reported that patient accidentally disconnected from power when trying to change power supplies from the power module (pm) to the battery. The patient lost consciousness for about a minute, but the care giver connected the system to the battery and started the pump, which restored the patient to consciousness. The patient was admitted to the hospital but was asymptomatic. The caregiver reported that he did not hear an alarm from the power module or system controller. Log file analysis captured a pump stop event resulting from power being lost to the controller. This appears to have been caused by simultaneous lead disconnects as noted by the patient's caregiver. Once the leads were reconnected the pump restarted to normal operation. The patient was instructed to not disconnect the power module from the wall outlet during support.